Event description:
Same as manufacture# 6000089-2004-01450. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to cross the lesion with a taxus express2 2.75 x 32 mm stent, however, could not cross. Consequently, the taxus stent was never deployed. After the removal of the taxus stent the physician noticed that the one of the struts was flared. The physician then attempted to cross with a taxus express2 2.75 x 16 mm stent, however, could not cross again. Upon removal of the taxus stent the physician also noticed that one of the struts had flared as well. The physician completed the procedure with another unknown stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."